Event description:
On (B)(6) 2023, cynosure became notified that a patient experienced hypopigmentation on the neck and chest area following a laser skin resurfacing treatment using smartskin+. Treatment was performed on (B)(6) 2022.

Manufacturer narrative:
Site confirmed that hypopigmentation is still present during a recent patient follow up. Patient was given steroid crème and triamcinolone crème as preventative medication. Patient also received kenalog injection on hypertrophic scarring on the chest as medical intervention. Cynosure's clinical team reviewed settings used and determined user error was involved. Cynosure's medical director also reviewed the incident and, in their opinion, "hypopigmentation could be permanent based on pictures and settings provided." Settings used on patient are in the aggressive range per clinical reference guide. The device was evaluated onsite by a field site technician. Complete review of the device was performed by the field technician and minor things around arm alignment and dings and dents were noted, but none of these were identified to be the cause of the issue. Energy was confirmed to be operating within specifications. Proactively performing service action and as an abundance of caution, a replacement arm was sent. This is reported as an adverse event because the patient experienced scarring and hypopigmentation and patient received medical intervention to remedy scarring and hypopigmentation through kenalog injection.